Manufacturer narrative:
Conclusion not yet available - eval in progress.

Event description:
It was alleged that a thermal event occurred to a power supply to a continuous positive airway pressure (CPAP) device. There was no report of pt harm or injury. The MFR's investigation is ongoing. Upon completion of the MFR's investigation, a follow up report will be filed.